Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4226 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4226 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. The patient had a medical history of hereditary angioedema, hypothyroidism, spontaneous abortion, parity 2 and multi gravida. Concurrent conditions were listed as menstruation frequent, cramps menstrual, menorrhagia, drug allergy (difflucan (swelling) naproxen (swelling no anaphylaxis)), uterine fibroids, menorrhagia and pelvic pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4226 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus , salpingectomies cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnoses: uterus, fallopian tubes, total hysterectomy and bilateral salpingectomy proliferative endometrium, negative for hyperplasia and malignancy adenomyosis. Implanted flexible coil within adenomyosis, three leiomyomata, negative for atypical mitoses and necrosis unremarkable ecto- and endocervix, negative for dysplasia right fallopian tube with mullerian cyst unremarkable left fallopian tube clinical history: menorrhagia and excessive or frequent menstruation gross description: uterus is bivalved. The myometrium is red-brown and trabeculated and ranges from 2.1 3.5 cm in thickness. On the anterior cut surface there is whorled lesion measuring 1.8 cm in greatest dimension containing an implanted silver metallic flexible coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lab data including surgical pathology report added. Medical history & concomitant conditions updated. Additional reporters were added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.